Manufacturer narrative:
(B)(4).

Event description:
It was reported high, out of range, high voltage lead impedance was observed via remote transmission. Patient was asymptomatic. The patient will continue to be monitored.